Event description:
It was reported that the anti-tachycardia pacing count data could not be reset in this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient is currently enrolled in a study and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.